Event description:
It was reported that during an appendectomy procedure the staples were not formed correctly. The case was completed with another device of the same product code. There were no patient consequences reported. All known information was reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.